Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation" and consumer failed to perform that instruction.

Event description:
Consumer alleges she used the heating pad in her bedroom for stomach and back pains then received a burn on her right butt cheek. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds" and consumer failed to perform that instruction. There is an instruction that states, "this pad is not to be used on or by an invalid, a sleeping or unconscious person, a person with diabetes, or a person with poor blood circulation" and consumer failed to perform that instruction. There is an instruction that states, "place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges she used the heating pad in her bedroom for stomach and back pains then received a burn on her right butt cheek. There was not a report of property damage with this incident.